Event description:
This lead was capped and replaced with the same model because there was no r-wave sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.